Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify over delivery anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the low. The customer mentioned smell of insulin inside the pump but the current reservoir was intact. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.